Event description:
Neurosurgeon with post mastectomy implants. Two yrs plus of unexplained medical problems including autoimmune. I have a ruptured implant and am scheduled for explant in march. I want to add to the data base of women with bii (breast implant illness). Ref report: mw5166825.